Manufacturer narrative:
(B)(6). The device was manufactured march 18, 2015 ¿ march 19, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a small volume folfusor. It was not specified when in the process this was noted. The device had been filled with an unspecified cytotoxic drug. There was no patient involvement. No additional information is available.